Event description:
The user facility reported that a section of surgical light cover fell onto a patient during a procedure. Hospital personnel flushed the patient site with antibiotic solution and the procedure was completed successfully. As a precaution, the patient was prescribed antibiotics; no injuries were reported. The user facility reports that the patient has since been discharged.

Manufacturer narrative:
A steris service technician inspected the surgical light and found that the section of the lighthead cover that fell was cracked; this crack allowed the cover to separate from the screw holding it in place subsequently allowing the section of the lighthead cover to fall. The surgical light is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. The cause of this event appears to be lack of proper preventative maintenance. The preventative maintenance schedule in the operator manual states at each inspection (B)(4) "inspect plug buttons, fasteners, covers, or other components that may attach to the camera or arm or system arm components". Steris offered to conduct in-service training regarding the proper maintenance of the equipment however the user facility declined.